Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock for a slow ventricular tachycardia (vt) arrhythmia. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing. No adverse patient effects were reported. Currently, this s-ICD system remains in service.